Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12nov2018. Philip's international service technician confirmed the reported issue. The customer was advised to replace the gas delivery system (gds). The customer declined repair, therefore, a root cause could not be established.

Event description:
The customer reported low leak-co2 rebreathing risk. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.